Event description:
The customer reported that their AED will not power on and the battery pack is depleted. Customer stated that the battery pack would only make one quick chip. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported that their AED will not power on and the battery pack is depleted. The maintenance schedule is reported as monthly. Communication with the customer found that they used a battery pack from another unit and the unit powered up and did not have any service codes. It was note that the cutomer will purchase a new battery pack. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.